Event description:
The customer stated that the screen was not legible as it had random lines displayed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to moisture damage on the interface board. The unit also had a scratched lcd window and cracked battery tube threads. No random lines on the screen were noted.